Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the label was missing the gel backing. It was also noted that the device failed the electromagnetic field immunity test due to the cable being out of electrical specification. (B)(4).

Event description:
It was reported the programming head lost gel pad. The programming head was returned for repair. It was analyzed and tested out of s pecification. No patient complications were reported as a result of this event.